Event description:
It was reported that the patient had an advance xp sling implanted. An artificial urinary sphincter (aus) device was implanted due to recurring incontinence. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.